Event description:
It was reported that if a user imports a plan with stereotactic cones, the field size can be altered post import using simple mlc. E.g., a 6x6 stereotactic cone was imported and the field treated was 40x6. There was no mistreatment. This issue was found internally.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product and will be fixed in a later version.